Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. A ratchet retainer pin was observed to be dislodged, but this did not affect the run of the device as the drive mechanism was fully functional. Inspection of the device did not find any issues that would result in high blood glucose levels. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). Hyperglycemia treated by patient activating new pod and drank a lot of water. The pod was worn between 36 and 48 hours on the abdomen.